Event description:
It was reported by the customer that a pyxis medstation system hardware failed. The customer reported that users were unable to remove medications from drawer,which led to a delay in the delivery of medication.however another user was able to obtain the medication from another machine. There were no adverse events or injuries reported based on this incident

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the hardware failed. A field service engineer did not perform further investigation and canceled the work order. The system functioned as intended after the field service engineer troubleshooted the device.